Manufacturer narrative:
No unexpected audio/beep anomalies noted; the audio/beep feature functioned properly during testing. Insulin pump passed off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime/a33 test, occlusion test and excessive no delivery test. The operating currents were in specification. No vibration during pump self-test due to broken wire (red wire) on vibrator assembly noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer called to report that the vibrating feature on the insulin pump does not work. Customer's blood glucose reading was 143 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.